Manufacturer narrative:
Investigation summary the customer stated problem was confirmed during the service repair process. The customer stated problem was not confirmed during the service repair process. Root cause analysis service determined the proximate cause of the reported issue was as follows: the proximate cause of the reported issue could not be identified by service general conclusion has not been returned this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. General conclusion has been returned this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Similar complaint history this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation a review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Edit for re-opening of files file reopened to update l2 review statements rur or returned unrepaired the customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Returned unrepaired has been returned for service the customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Return unrepaired with qn/correlation the customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed quality notifications were opened for the source device and were in correlation. The customer stated that there was no patient involvement . Bezel boss statement: the bezel was found with date code 11/11 (nov2011). The issue with the broken bezel bosses has been risk assessed via risk assessment (ra) dir: 10000308550. 1 of the 6 bosses were found to be cracked/separated. Pre 2004 this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. The customer stated that there was no patient involvement . File reopened to add track wise pr number to the device data field. Pre 2004 similar service histories this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Some / service returns were for issues similar to the reported complaint or similar to the service history. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. The customer stated that there was no patient involvement . With qn found no correlation this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. During the service history review, a qn was found; there was no correlation to the reported event. The customer stated that there was no patient involvement . With qn found / similar service histories no correlation this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device some / service returns were for issues similar to the reported complaint or similar to the service history. During the service history review, a qn was found; there was no correlation to the reported event. The customer stated that there was no patient involvement . Qn w/correlation this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device some / service returns were for issues similar to the reported complaint or similar to the service history. During the service history review, a qn was found; there was correlation to the reported event. The customer stated that there was no patient involvement . (Phrl) since no product was received as of this date. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed. Since no product was received as of this date. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed since no product was received as of this date. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for similar service. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed since no product was received as of this date. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed quality notifications were opened for the source device. Since the product has not been received for greater than 55 days, the file will be closed since the device was identified as a recall/pm/ or upgrade notification, it was determined not to require a quality investigation, nor be a complaint. (Phrl prior to july 2004 erp system) since no product was received as of this date. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. The customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed. (Phrl with qn and returned for service) since no product was received as of this date. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Some / service returns were for issues similar to the reported complaint or similar to the service history. No issues were found that would require escalation. During the service history review, a qn was found; there was no correlation to the reported event. The customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed. Phrl with qn found no correlation since no product was received as of this date. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. No issues were found that would require escalation. Review of the qn database was performed, beginning from the date of manufacture through present. During the service history review, a qn was found; there was no correlation to the reported event.the customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed. (Phrl general conclusion non-serialized) this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A device service history cannot be performed because the serial number was not provided. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Since the product has not been received for greater than 55 days, the file will be closed. (No serial number) this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A device service history cannot be performed because the serial number was not provided. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement this file does not contain npi because it was initially created as a recall file, which does not require the npi, and later converted to a major/minor repair in order to perform the repair. The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem. A level 2 service file was created in sap in error and therefore does not require a quality investigation. Due to the error this track wise file does not require a quality review and will be canceled. File reopened to add track wise pr number to the device data field. This is a duplicate track wise complaint. This file will be closed. It is not considered a complaint. During review, the file contained elements that require escalation under (B)(4). This complaint requires escalation to customer advocacy for investigation due to shot text description free flow during pm. Priority code has been changed from level 4 to level 5 to reflect there was no patient involvement. This is a reconditioned device and is not a complaint and does not require a level 2 review. This is a duplicate track wise complaint to pr# (B)(4) and will be canceled. It is not considered a complaint. A level 2 service file was created in sap in error and therefore does not require a quality investigation. Please see sap RMA number (B)(4) for the investigation information since the device was identified as a recall/pm/ or upgrade notification, it was determined not to require a quality investigation, nor be a complaint. Due to a system glitch in the beginning of fs solutions, RMA#s that were opened by the field were set to #received#, once we discovered the error, it was corrected. This was not sent in; it was entered in error. This file does not contain npi because it was initially created as a recall file, which does not require the npi, and later converted to a major/minor repair in order to perform the repair. Customer did not provide pcu to service. The delete flag was set in sap because no device was tested. This file is still a complaint so it was given a full review and not deleted. This file has been reopened to perform a level 2 quality review because it was canceled in error. Please see the ra dir (B)(4) rf card not recognize, CAPA (B)(4) if it applies. Since no product was received as of this date. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and no similar service histories were found and no relevance to the file under review was noted. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Since the product has not been received for greater than 120 days, the file will be closed. Since no product was received as of this date. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and no similar service histories were found and no relevance to the file under review was noted. Review of the qn database was performed, beginning from the date of manufacture through present. During the service history review, 2 qn's (B)(4) and (B)(4) were found; there was possible correlation to the reported event. The customer stated that there was no patient involvement. Since the product has not been received for greater than 120 days, the file will be closed. A device service history cannot be performed because the serial number was not identified. (No serial number) this reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A device service history cannot be performed because the serial number was not provided. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Returned with partial repairs. The customer did not authorize all repairs to the device. Partial repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and no similar service histories were found and no relevance to the file under review was noted. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. Based on the file review global reportability assessment is not necessary. The customer stated that there was no patient involvement . Returned with partial repairs and similar service history the customer did not authorize all repairs to the device. Partial repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Similar service histories were noted on this device, but no correlation was found that would require escalation. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement . Based on the source field of dss the repair request was made via online repair center self-service application. The customer selected no patient involvement therefore npi will not populate the free text field since the user is making a conscious decision whether there was patient involvement or not. A review of the device history record in sap for (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4)which confirmed no similar complaints with the same or related failure mode CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Broken/damaged- fluid ingress/contam/corrosion- comm board, damaged/cracked case front. (B)(4).